Event description:
The screwdrivers and screw were all stripped while trying to remove the acetabular screw, therefore, both screwdriver shafts were replaced and the screw was removed utilizing a midas-rex burr. The surgery time was extended more than 30 minutes.